Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred due to a faulty main board. However, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that after a short time the high flow insufflation unit turns off and beeps without a message being received. After switching on the device it turns on. It was not possible to use the device. The issue was found during preparation for use. There were no reports of patient harm and no patient or procedural involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a little corrosion, the display goes dark and makes a sound during carbon dioxide (co2) activation. The additional evaluation findings are as follows: there was a missing foot. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.